Event description:
During the surgery the surgeon noticed that the tip of the drill bit had broken off somewhere. The surgical wound is very large but it was searched. The surgeon was unable to find the broken tip and believes that it was likely sucked up by the suction. X-rays will be taken at the end of the case but it is not likely it will be seen because it is so small. The surgeon was using the drill on the patient, he stopped and went to drill again he realized the tip of the drill bit was missing.